Event description:
It was reported that before use of the bd plastipak¿ 50ml luer-lok syringe the screw thread of the syringe was damaged and therefore unusable. Foreign complaint the following information was provided by the initial reporter, translated from french to english: it was found that the screw thread of the syringe was damaged and therefore unusable in the state. This observation was observed before use of the syringe.

Manufacturer narrative:
H.6. Investigation: one unused sample was returned to our quality engineer for investigation. Through visual inspection, damage was observed on the barrel thread. A device history review for lot 1902235 did not reveal any annotations or non-conformances during the manufacturing process related to this issue. Product is inspected throughout manufacturing according to procedure, all production and quality processes were carried out accordingly. While we could not identify any direct issues, it was determined the damage likely occurred during transport from the injection machine to the assembly feeder. Changes have been recently implemented to reduce over-feeding barrels entering the machine and protection in the transports have been updated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 50ml luer-lok syringe the screw thread of the syringe was damaged and therefore unusable. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: it was found that the screw thread of the syringe was damaged and therefore unusable in the state. This observation was observed before use of the syringe.